Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a representative and consumer regarding a patient receiving intrathecal morphine 2 mg/ml at 0.6717 mg/day and bupivacaine 30 mg/ml at 10.076 mg/day via and implanted pump system. The patient was having increased pain. There was a volume discrepancy at a refill, and the healthcare provider (hcp) was unable to aspirate the catheter. A catheter replacement was being planned. As of (B)(4) 2015, the cause of the inability to aspirate remained unknown.